Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The health care professional noted that the patients ejection fraction had normalized. The lead remains in service. No adverse patient effects were reported.